Manufacturer narrative:
Event date: (B)(6) 2018. Date of this report: 09/05/2018. The philip's service engineer (se) inspected the device. The se replaced the user interface (ui) assembly and the ventilator was returned to use.

Event description:
It was reported that the ventilator display went blank. The customer's biomedical engineer inspected the device and reported that the issue happens when moving the unit around. There was no patient harm reported. The event date was not specified; estimate used.